Manufacturer narrative:
This report is submitted on july 02, 2024.

Event description:
Per the clinic, the patient experienced an infection around the incision site and subsequently was treated with oral and topical antibiotics (specific date and duration not reported). The implanted device remains.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2024 and there are plans to reimplant the patient with a new device; however, this has not occurred as of the date of this report.

Manufacturer narrative:
Device analysis report attached.